Manufacturer narrative:
Result - nine unused samples were received. Needle retraction and lockout testing were performed with no defects noted. One used sample was received. The needle was found retracted into the housing. A review of the device history record was performed on the reported lot number 5097878. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. All inspections were in compliance with requirements. Conclusion - bd was not able to duplicate or confirm the customer¿s indicated failure mode. The product was within specifications. As the returned customer product did not confirm the reported defect, a root cause was not identified. Of note, CAPA (B)(4) was initiated to investigate complaints received for no needle retraction on push button blood collection sets.

Manufacturer narrative:
Initial reporter: this incident was notified to the FDA via medwatch 5057942. A sample is available for evaluation but has not been received. Supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that after the device was used to draw the patient's blood, the safety needle did not fully retract into the sheath and the clinician was stuck. The clinician received post exposure blood work but no medications were provided. The source patient is not known to have an infectious disease. At the time of report, no additional follow up was needed. No further issues with the reported lot number were noted by the facility's other centers and labs so the device was not removed from their sites.